Event description:
According to the reporter, during routine check on the patient, the cuff of the device was found deflated. Attempted to re-inflate the cuff but had failed. The patient had a replacement of the tube. The extubated device had confirmed a leak on the cuff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.